Event description:
Customer reports that the pledgets are fraying during use. No adverse patient consequences were reported.

Manufacturer narrative:
(B) (4). Conclusion: the product upon which this medwatch is based has been received; however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. A review of the batch manufacturing records was conducted. This review did not identify any non-conformances and the batch met all finished goods release criteria.